Manufacturer narrative:
A complete lead was returned in two pieces with the stylet stuck inside the lead. Visual inspection of the lead found the ptfe coating of the stylet was stripped and bunched up/clogged at the connector region which most likely contributed to the complaint of ¿impossible to pull back the stylet¿ reported in the field. All other damages were consistent with that occurring at the time of explant. Electrical testing did not find any indication of conductor fractures or internal shorts. The field report of ¿impossible to pull back the stylet¿ was confirmed.

Manufacturer narrative:
(B)(4).

Event description:
During the procedure, the lead was placed in the coronary sinus and the stylet could not be removed from the lead. A new lead was used to complete the procedure with no consequences for the patient.